Event description:
Stated by the customer (B)(6) 2012: the (B)(6) service tech's description of event: "at 11/20 am 2 aids (one at the docking handles and one at the resident) were transferring the resident from the bed to the chair in the pts room. After the resident was raised and moving from the bed, the hanger bar release from the jib. The resident fell to the floor her back landing of the leg of the lift, her head hitting the floor, and the hanger bar fell on top of her chest and hitting the bridge of her nose."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjo (B)(4), 9611530. (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.